Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. Patient described the irritation as open and closed blisters. The patient reported the area was red and raised. The patient stated it could be an allergic reaction or heat rash from sweating. There was no alleged device malfunction contributing to the irritation. Outcome of the rash is unknown.